Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. The device was manufactured ob 02/20/2007. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. We will continue to monitor and trend of similar complaints.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. Functional testing was also performed and the unit displayed characteristics of that are indicative of a faulty power supply printed circuit board (pcb). The power supply pcb was replaced and no issues were found. Based on the investigation performed, the reported complaint was confirmed. Due to the nature of the failure and the manufacturing date code the power supply pcb will not be undergoing any further testing. No corrective/preventative actions will be assigned. Root cause cannot be established beyond the pcb itself. No further action required.

Event description:
The customer alleges that the device will not power on. No patient injury reported.

Event description:
The customer alleges that the device will not power on. No patient injury reported.